Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No video or images were provided by the customer for review. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. The investigation revealed that there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported complaint. Based on the information provided, this complaint is reportable due to the following: the patient allegedly developed a moderate sized pneumothorax during an ion endoluminal lung biopsy procedure. The physician believes that the pneumothorax was caused by one of the lesions being very close to the fissure. A chest tube was placed to resolve the pneumothorax and the patient was admitted for 23-hour observation. There was no allegation that a malfunction of the ion system, instruments or accessories occurred. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacturer.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure, and allegedly developed a pneumothorax. There was no malfunction of the ion system, instruments or accessories reported. The physician believes that the pneumothorax was caused by one of the lesions being very close to the fissure. The patient had two lesions, both in the right upper lobe. One was an infiltrate like lesion and the other was a small nodule near the fissure. The infiltrative area was biopsied first and then the nodule area was biopsied second. The pneumothorax, described as being moderate in size, was identified while obtaining the second biopsy and was visible on fluoroscopy. As a result of the pneumothorax, the case was aborted. The patient experienced chest pain secondary to the pneumothorax. A chest tube was placed to resolve the issue and the patient was admitted for 23-hour observation. Currently, the patient is reportedly doing well. The physician confirmed that the biopsy samples were collected as planned. The biopsy was positive for adenocarcinoma.